Event description:
Caller reported that cartridge was not fitting properly on pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed caller to remove an o-ring found on the pneumatic tap and clean area with an alcohol wipe or lint-free cloth. Caller inspected the cartridge and determined o-ring was not in place and was damaged. With assistance, caller filled new cartridge and successfully completed load process, ensuring cartridge clicked into place. Insulin delivery was resumed.